Event description:
Reporter indicated that the pt's device was registering high impedance on a system diagnostic test. The pt has stated that they no longer feel stimulation unless they are exerting themselves in some ways, and that this started a couple of months ago after he had moved, and had to lift some heavy object in doing so. The physician feels that the strain that may have been put on the lead while lifting may be the cause for the high impedance. The pt has also stated that he is also experiencing an increase in seizure activity, which the physician believes is due to the loss of therapy, as evidenced by the high impedance. The physician has noted that surgery is likely the only recourse for the issues, but since the pt will be traveling soon, does not want to conduct a replacement surgery at this time, but plans to turn the pt's device off soon.

Manufacturer narrative:
Device failure suspected.